Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that the patient already had 4 stents implanted during this case, when an intimal dissection was noted. The patient had a small mid lad, so four overlapping small stents were used (two 2.0 x 8 mm and two 2.0 x 12 mm) instead of one long one. The 5th stent that was going to treat the dissection was inadvertently inserted too distally, so the sds was pulled back. Upon removal the stent strut caught on the previously expanded stents and dislodged. The dislodged stent did not migrate. A balloon was used to embed the unexpanded stent against the vessel wall in an unintended site. At this time, the case was aborted. The dissection appeared to have resolved, possibly with the balloon dilatation. There were no adverse patient effects. Though requested, no additional event or patient information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Dissection in the IFU is a known potential adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency. The mini vision (p.n. 1007821-08, lot# 8121541) is being reported under a separate MFR number. The other three mini visions are being reported under this same MFR number.